Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the sheath, the physician noted significant air aspiration and blood leakage from the valve. Troubleshooting steps included aspirating and flushing the sheath, reinserting the catheter, and repeating aspiration and flushing with the sheath empty. Despite these efforts, the valve damage persisted. The sheath was replaced, and the procedure was completed successfully without any patient complications. The device is not expected to be returned for analysis due to disposal.